Manufacturer narrative:
Of the 111 allegations of a malfunction, 61 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to damage to the battery compartment. During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 111 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-81 years of age and between 16 and 280 pounds. Of the reported patients, 47 were male, 64 were female.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 5 instances of power failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.